Manufacturer narrative:
The patient involved in this complaint is a female, age (B)(6) at the time of the initial procedure. The patient was initially evaluated by dr. (B)(6) and diagnosed with left knee medial meniscus tear and insufficiency fracture of the medial tibial plateau identified on MRI. The patient had previously failed non-operative treatments including cortisone injections, nsaids and activity modification and continued to have severe debilitating pain. The patient elected to undergo knee arthroscopy to treat the meniscus tear with percutaneous injection of calcium phosphate to treat the insufficiency fracture. The patient also consented to participate in the observational cohort study of subchondroplasty in the knee and reported a preoperative pain level of 8/10 and ikdc score of 30.93. Dr. (B)(6) performed the procedure on (B)(6) 2015. The patient received antibiotics preoperatively. The insufficiency fracture of the medial tibial plateau was treated first. The region of the insufficiency fracture correlating to the MRI was identified using fluoroscopic ap and lateral views. A stab incision was then made medially and an accuport cannula was advanced into bone lesion within the medial tibial plateau. After proper position of the accuport was confirmed with fluoroscopy, 5 cc of accufill material was injected through the cannula. The accuport was left in place to allow the material to harden while anteromedial and anterolateral arthroscopic portals were created. The acl showed signs of strain with the pcl intact. Grade iii to IV changes were seen throughout the medial femoral condyle with grade 1 to ii changes on the medial tibial plateau. The medial meniscus was completely torn and transected approximately 1 cm from the root insertion. The meniscus was debrided back to a smooth stable base. No loose bodies were found in the medial or lateral gutters or suprapatellar pouch. Grade I-ii changes were seen in the patella and trochlea which was quite shallow. The lateral meniscus was intact. The lateral femoral condyle was intact with grade 0 to I changes and the lateral tibial plateau showed grade I-ii changes. Instrumentation was then removed from the knee including the accuport cannula. Final x-rays confirmed anatomic placement of the accufill. The knee was then injected with marcain and kenalog. The wounds were closed with 3-0 monocryl subcutaneous interrupted sutures and dressed with stri-strips, xeroform, 4 x 4s, webril, a knee high ted hose and an ace wrap. No complications were reported with the procedure. The patient was discharged the same day with no need for antibiotic prophylaxis. The patient was prescribed full strength aspirin for dvt prophylaxis. The patient returned to the clinic on (B)(6) 2015 for 2 week follow-up reporting a knee pain level of 2/10. The patient reported some drainage from the left anterior portal which had since stopped but had become larger in size. Dr. (B)(6) assessed the anterolateral portal site as appearing to have fluid collection concerning for stitch abscess. There was no current erythema or exudate. There was minimal tenderness to palpation and no intra-articular effusion. X-rays confirmed anatomic placement of the accufill in the medial tibial plateau. Irrigation and debridement of the lateral portal site was performed and the patient was given a 5 day prescription of keflex.. The patient returned to the clinic again on (B)(6) 2015 reporting a pain level of 5/10, but overall improved. The patient reported an incident a few days prior in which she flex her knees and a large "gush" of clear fluid from her left anterior portal site with minimal serious drainage since. There was no erythema, fever, chills, vomiting or other signs of systemic illness. During the visit, the anterior wound showed slight serous clear drainage with no purulence. The patient showed no signs or symptoms of infection and was continued on bactrim with keflex added. The patient was placed on the surgical schedule for arthroscopic irrigation and debridement with revision and closure of wounds with plans to cancel if the wound stopped draining prior to the surgery date. The patient was then seen for a preoperative visit on (B)(6) 2016 reporting improvement in pain to 1/10 but reporting some incidence still of drainage from the portal site over the weekend with minimal drainage in the last 24 hours. No erythema, effusion or signs of infection were seen. Dr. (B)(6) discussed the possibility that the knee would continue to drain through a chronic sinus which could lead to a possible infection. Even though there was no sign of infection at the time, dr. (B)(6) recommended arthroscopic irrigation and debridement with repeat wound closure of the left anterior portal. On (B)(6) 2015, dr. (B)(6) performed arthroscopy on the left knee. The patient was given preoperative antibiotics. No drainage or effusion was seen prior to the procedure and the patient had full range of motion without instability. Dr. (B)(6) first created anteromedial and anterolateral portals. On creation of the anterolateral portal, dr. (B)(6) immediately entered a cyst with thick synovial fluid very similar to a parameniscal cyst. There was no purulent debris. No inflammatory or infectious process was identified within the joint. All compartments and gutters were examined and found to be within normal limits with no changes since the last arthroscopy. Three liters of arthroscopy fluid were irrigated through the knee. A shaver was then used to roughen the edges of the anterolateral portal creating new bleeding with the intention of creating new inflammatory changes to allow for closure. The knee was then injected with marcaine with epinephrine. Instrumentation was removed and the portal sites were closed with two vertical mattress sutures to allow for good apposition of the wound edges and compression of the portal deeper than standard closure. The wounds were then dressed with xeroform, 4 x 4s, webril and an ace wrap. A knee high ted hose was placed. The patient was discharged the same day and prescribed full strength aspirin. The patient was also given bactrim ds one tablet p.o. B.i.d. For antibiotic prophylaxis. No complications were reported with the procedure. The patient was seen back in clinic on (B)(6) 2015 reporting knee pain improvement at an occasional 2/10. The patients knee continued to show swelling about her lateral portal site. On removal of her sutures, she continued to have serous drainage with the consistency of joint fluid. There was no effusion and full range of motion without instability. The patient was placed again on bactrim and keflex. A compressive dressing was applied and the patient placed in a knee immobilizer. The patient returned to the clinic on (B)(6) 2015 reporting improvement with a knee pain level of 1/10. Examination of the knee showed the anterior wounds to be well healed with erythema exudate or signs of infection. Dr. (B)(6) reported the left knee draining sinus as an adverse event as part of the observational cohort study. Dr. (B)(6) reported the event as severe and not related to the study device but definitely related to the study procedure.

Event description:
Post scp operative left knee cyst.